Manufacturer narrative:
The information provided by the reporter indicates the prodisc c device was removed due to neck pain and radiculopathy. It was not known whether the prodisc c device was causing or contributing to these symptoms, so a conservative assessment determined this may be a reportable adverse event requiring an MDR. The removal was completed successfully and replaced with an unknown device or therapy. The explanted devices were retrieved and sent for analysis at a third party laboratory. DHR review did not find any issues during manufacturing which may have caused or contributed to the event. The risk assessment identified the applicable risks and determined they were acceptable. Device evaluation has yet to be completed by the third party laboratory. If any device malfunctions or problems are found during the evaluation, this submission may be updated. As of this submission there has been no indication of a device malfunction or use error resulting in this adverse event. The investigation could not determine a cause for this event. This submission is for 1 of 2 prodisc c devices involved in this event.

Event description:
Patient was diagnosed/scheduled for prodisc c removal on an unknown date. Removal was to take place on (B)(6) 2021 due to neck pain and radiculopathy. There was no indication of device malfunction or device problems. It is unknown if the device was causing/contributing to the neck pain or radiculopathy. Prodisc c removal was successfully completed on (B)(6) 2021. The 2-level prodisc c construct was removed from c5/6 and c6/7. There was no indication what the devices were replaced with.